Manufacturer narrative:
The device was not returned for evaluation. A photograph and video were provided and reviewed. It can be verified with the photograph and video that there is a small pinhole in the cylinder which could result in leakage as alleged. Without the benefit of analyzing the device, quality cannot confirm the root cause of the pinhole. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Because these components were released according to manufacturing and quality control procedures and the brief period in-vivo, the pin hole may have occurred inadvertently during the implant procedure.

Event description:
According to available information, the prosthesis does not inflate, probably due to fluid leakage. During reoperation, the cause of the fluid leakage was identified as a micro-hole in the distal part of the left cylinder. The prosthesis was explanted, and the surgical procedure was then stopped due to urethral injury. The reimplantation was postponed to an undetermined date.